Event description:
Systematically reboots and continues to do so despite application of the repair process.

Manufacturer narrative:
The monitor corrected on site. The product will not come back and we will not be able to go any further in the analysis and search for cause.

Event description:
Systematically reboots and continues to do so despite application of the repair process.

Manufacturer narrative:
The monitor was returned and repaired.